Manufacturer narrative:
The field service representative (fsr) inspected the analyzer determined the tubing, peristaltic head (rohs) (7-35009685-02) and cc cuv dry tip list# 09d51-02) the likely causes of the issue. The replacement of parts which resolved the issue. A review of the architect c8000 processing module, serial number: (B)(4). Service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c8000 processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformance's. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000 processing module, serial number: (B)(4), or the tubing, peristaltic head (rohs) and cuv dry tip.

Event description:
The customer observed falsely elevated magnesium results on architect c8000 processing module for one patient. The results provided were: on (B)(6) 2022 sid: (B)(4) initial=8.61 mg/dl /repeated=2.232 mg/dl laboratory reference range for magnesium=1.7 to 2.8 mg/dl there was no reported impact to patient management.